Manufacturer narrative:
It was reported that the or team encountered a cloud of lint or dust when opening this major pack. The pack had a linty towel. Patient is doing ok now. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The or team encountered a cloud of lint or dust when opening this major pack. The pack had a linty towel.